Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unusual issue as "customer pressed the ok button error 2 occurred then apply blood screen appeared on screen without ts". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.